Event description:
The lay user / pt contacted lfs on (B) (6) 2010, alleging inaccurate high readings on her one touch ultrasmart meter. A medical surveillance specialist (mss) spoke to the pt on (B) (6) 2010, and obtained the following info: the pt mentioned that on (B) (6) 2010 at around 4:30pm, she obtained an elevated reading of 392 mg/dl. She did not exhibit any symptoms due to the elevated reading. She then took a sliding scale of novolog insulin. Approx 15 minutes after taking the insulin, she began to feel dizzy and lightheaded. She did not seek any medical attention or contact her physician the day of the event. She thinks she may have been eaten something and felt better shortly after. She did not recall whether she retested her blood glucose at the event. The pt claimed that was the first time she had obtained an elevated reading before. The readings prior to the 392 mg/dl were in the mid 100-200 range, which is considered a "normal" reading for her. The meter was replaced. The complaint is being reported since the pt alleged that she increased her dosage of insulin based on the meter result and later developed symptoms suggestive of hypoglycemia and had to self-treat to feel better.

Manufacturer narrative:
Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.